Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator display cable needed to be replaced due to being damaged. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with multiple part ids; however, it could not be confirmed if the customer purchased or replaced any of the parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.